Event description:
It was reported that during a routine device replacement procedure, insulation damage of the low-voltage pacing lead was observed. The explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant product(s): d284trk device, implanted: (B)(6) 2010. Product event summary: the partial lead was returned in segments, analyzed and the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.